Event description:
Event: pyogenic arthritis. In 2008 - a male pt received artz dispo (=sodium hyaluronate) injection into the knee for osteoarthritis. On two days later - he experienced pain, swelling, and difficulty in walking. There was a swelling and effusion, but not warmth in the joint. The joint fluid was clear and not cloudy. The viscosity was normal. A smear was positive for gram-positive cocci, but a culture was negative. The injecting physician decided to discontinue artz dispo. On four days later - he had no swelling, effusion, and warmth. The injecting physician considered the risk of infection was low because he disinfested double with povidone-iodine and alcohol. The injecting physician considered the relationship between this event and artz dispo was unk.

Manufacturer narrative:
We are trying to obtain additional info from the injecting physician.